Event description:
Boston scientific received information from the patient advocate that the patient with this right atrial (ra) lead reported a perforation of the heart wall. The patient advocate reported that the hospital successfully corrected the perforation. A local area sales representative was contacted to confirm which lead may have caused the perforation. However, additional information is unknown at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.